Event description:
A customer reported a continuous glucose monitor (cgm) error 42. There was no adverse impact to the customer¿s blood glucose level as a result. Technical support provided instructions for a complete pump reset, assisting the customer through the process, and successfully resolved the issue without the error reappearing.